Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent loss of capture (loc) on the right atrial (ra) lead channel. The patient reported experiencing shortness of breath. Technical services (ts) was consulted, and further in office review of the ra lead was recommended. No adverse patient effects were reported. This system remains in service.